Event description:
231 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 3.5mm vessel diameter, 80% stenosed region of the distal rca. The lesion was 10.0mm in length, and was mildly tortuous. The physician direct stented the lesion with one taxus express2 8.8% 3.5x16mm drug eluting stent without complication. Residual stenosis was 0% after deployment. The patient was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the rca 231 days post index procedure. The physician treated two lesions performing plain old balloon angioplasty (poba) and placing a j&j cypher stent in the mid rca and the distal rca. In the opinion of the physician there is an unknown relationship between the taxus stent and the tvr. The patient was discharged from the hospital 1 day post tvr in satisfactory/good condition.